Event description:
It was reported via clinic notes that the patient had a bowel infection and had to be quarantined and developed generalized weakness. Attempts for further information have been unsuccessful to date.